Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a broken tamper seal, cracked right plunger case and chipped top case. The event history log was unable to be accessed due to a blank screen and constant alarm at power up. The functional testing was able to confirm the customer reported problem of a blank screen and constant alarm. The root cause was found to be an incomplete upload process from base to head by the customer. The software was uploaded. The clutch left and right half were replaced along with the leadscrew spring. Worm coupling and worm gear were replaced. The chipped top case and cracked right plunger case were replaced as well as all the plastic parts of the plunger head and the damaged ear clip. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump gave a persistent alarm. Nothing appeared on the screen. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.